Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6) and batch: 19251606/19246655.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. High impedances were also noted on the leads. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively and the explanted devices were kept by the medical facility. No device malfunction was suspected.